Event description:
The customer contact reported, that patient received less medication than intended. The pump was returned to the maintenance department with and unsigned note that stated, "does not completely empty secondary bags: leaves 20-30 cc in bag after infusion complete." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.